Manufacturer narrative:
Patient weight reported as (B)(6). 510k: this report is for an unknown va condylar plate. Part and lot numbers are unknown; UDI number is unknown. Omplainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported patient was implanted with an unknown variable angle (va) condylar plate, screws, and cable on (B)(6) 2017. Post-operative, patient woke up with tight pain with no trauma. X-rays revealed the plate was broken. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the broken plate. No further information was provided. Concomitant devices reported: cables (part number unknown, lot number unknown, quantity unknown); screws (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown va condylar plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Returned device was investigated by manufacture site. Dimension the measurable dimensions of the va-lcp condylar plate were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. Material the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. The fracture face is homogenous, which indicates material conformity. Dcrm review a dcrm review was performed and it was found that this complaint is adequately addressed. Conclusion no product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) in april 2017 and we are not aware of any other complaint for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: jdp, hwc, catalog number, lot number, expiration date, (B)(4). Manufacturing site: (B)(4). Manufacturing date: april 04, 2017. Expiry date: march 01, 2027. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. According to the complaint description a plate broke post-operatively. Product inspection: the returned plate was re-inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure w-m-s080. The plate is broken at the level of the hole va6 and damaged post production at level of holes va4 and va5. Some post production damages (plate visually bent) have been identified on the tip portion. The holes (B)(6) - (B)(6) 2008 (the ones proximal to fracture line) were found conforming to specification for features that are still measurable. For these features, since the va-holes are manufactured using the same cnc program and tools (repeated features), it is possible to conclude that all variable angles holes were conforming to spec. The plate thickness and with were measured in different points of the plate and found in specification. No evidence of non conformance manufacturing related. The raw material has been verified through review of certificate documented in the DHR review section. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: mia is disposed as confirmed due to evidence that part is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is unknown. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.